Event description:
A consumer implanted for arachnoiditis reported that since implant the implantable neurostimulator (ins) wasn't helping with their symptoms and they realized the ins wasn't for them. The consumer had neuropathy and fibromyalgia and since implant the ins made it worse. The ins was stimulating non-stop and was uncomfortable. The consumer tried decreasing stimulation but nothing would shut it down. A discussion took place with the healthcare provider (hcp) and it was decided the device would be explanted because it wasn't working and had been in for too long.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.